Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is reported by the pt's counsel that the pt received an implant on (B)(6) 2010 and was revised on (B)(6) 2011 due to pain.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.